Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth or weight. (B)(6). Service was not dispatched. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. Beckman coulter (bec) internal patient identifier for this report is (B)(4). All mdrs associated with this report are: 2122870-2015-00829, 2122870-2015-00830, 2122870-2015-00831.

Event description:
The customer reported obtaining reactive igg antibodies to toxoplasma gondii (access toxo igg) results for three samples from the same patient on the laboratory's unicel dxi 800 access immunoassay system ((B)(4)). The customer obtained a reactive result for one patient sample (designated as sample 1), he reanalyzed it one (1) additional time on an alternate unicel dxi 800 access immunoassay system ((B)(4)) and obtained a similar reactive result. The following day, the customer reanalyzed two samples from this patient, collected prior to this event and stored in his serum bank. One of the sample (designated as sample 2) generated two reactive results but the results were three to four times lower than the results obtained for sample 1. The other sample (designated as sample 3) generated two reactive results similar to the results obtained for sample 1. This report addresses the reactive access toxo igg result obtained for sample 2 and sample 3 on the analyzer (B)(4) on august 26, 2015. MDR 2122870-2015-00829 will address the reactive access toxo igg result obtained for sample 1 on the analyzer (B)(4) on august 25, 2015. MDR 2122870-2015-00831 will address the reactive access toxo igg result obtained for sample 1 on the analyzer (B)(4) on august 25, 2015. The reactive toxo igg result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.